Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer believes that it was not device related, and she had a post natal depression. Troubleshooting was performed. The blood glucose reading was not reported. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.